Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch (ams) was observed on the atrial lead. Diagnostic imaging was performed and confirmed that the atrial lead was damaged. The device was reprogrammed and the lead was deactivated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch (ams) was observed on the atrial lead. Diagnostic imaging was performed and confirmed that the atrial lead was damaged. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.